Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not power on. Upon troubleshooting, the fse identified that the uninterruptible power supply (ups) was off and nothing was displayed on the lcd screen and when fse tried to turn on the ups, the error ¿utility failure¿ appeared and the ups turns itself off, indicating an internal ups failure. To resolve the issue, the fse bypassed the ups. After which, the system was returned to use in good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. No harm was reported to philips. Philips has started an investigation of this complaint.